Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited noise oversensing on stored electrograms, resulting in false high ventricular rate episodes. The rv lead also showed a rising capture threshold and chronically low, out of range pacing impedance. No changes or intervention were reported; the rv lead remains in use. There were no patient consequences.